Event description:
Customer is complaining that downloaded ECG information appears to be non-physiologic and that device is malfunctioning. It is unknown if the downloaded information is from a patient event.